Event description:
It was reported that during an anterior cervical fusion a double sided rasp came apart while being from the patient 's neck.

Manufacturer narrative:
Lot# 062182; visual inspection, device history review, complaint history review, risk assessment. The device was inspected and it was found that the handle was fractured. No relevant manufacturing issues were identified as all units met stryker specifications. Device was found to be more than 10 years old. The probable root cause of this event is determined to be normal wear and tear of instrument.

Event description:
It was reported that during an anterior cervical fusion a double sided rasp came apart while being from the patient 's neck.